Manufacturer narrative:
Company rep evaluated the unit and replaced the spo2 board.

Event description:
Customer reported an spo2 board error message from the passport 2 monitor. No pt injury was reported.